Manufacturer narrative:
The remote service engineer (rse) performed troubleshooting with the biomed. The biomed checked to see if there was any rattling in the transducer that would indicate a broken crystal. This was thought to be a transducer issues; however, the staff stated they did not lose the information on the screen. There are no inoperative messages or errors displayed. The rse advised the main board would be responsible for the tones making it to the speaker; however, normally would have an error code if there were a failure. If the biomed were to replace the mainboard outright, software would need to be reloaded, and the third-party biomed does not have the support tool. The rse was not able to narrow the issue down over the phone since the biomed could not duplicate any problems. The customer stated they are sending the device to a third-party repair facility. As the reported issue was unable to be replicated during troubleshooting and the device is not being returned for evaluation, the root cause is unable to be determined. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported the audio intermittently goes away for the fetal heartbeat. The device was reported to be in use on a patient. No adverse event to the patient or user was reported.